Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered into the pump by the user from (B)(6) 2019 to (B)(6) 2019 was 68 mg/dl. User frequently made food bolus requests without entering current bg and while still having insulin on board (iob). Cartridge change sequence was completed several timed during the date range provided. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg 53 mg/dl) which occurred after correction boluses were delivered. Juice was consumed to address bg. Bolus calculation and pump settings were confirmed to be correct. Customer alleged pump may not be accurately delivering insulin. Customer used insulin injections/pens for correction boluses and bg was not adversely impacted. Customer reverted to using an alternate pump and no issues were reported.